Manufacturer narrative:
B5: describe event or problem - updated. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulmonary vein isolation ablation to treat paroxysmal atrial fibrillation, a farawave device was selected for use. After completing eight lesions in the left superior pulmonary vein (lspv), the physician retracted the wire into the catheter and attempted to rewire the left inferior pulmonary vein (lipv). The physician observed that the wire would not retract and reported feeling a pop within the catheter. Upon removal of the farawave device from the patient, it was noted that the guidewire lumen had separated from the tip of the farawave splines, with the tip of the guidewire lumen retracted approximately halfway into the center of the five splines. The procedure was completed without further complications. The device is not expected to be returned. Additional information heparin was administered following the transeptal puncture. The procedure was conducted under a non-interrupted anticoagulation regimen. Activated clotting time (act) results prior to the event are not available. Fluoroscopy and intracardiac echocardiography (ice) were utilized for imaging during the case; however, no copies of the imaging are available for review. The issue was initially identified through fluoroscopic imaging.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation ablation to treat paroxysmal atrial fibrillation, a farawave device was selected for use. After completing eight lesions in the left superior pulmonary vein (lspv), the physician retracted the wire into the catheter and attempted to rewire the left inferior pulmonary vein (lipv). The physician observed that the wire would not retract and reported feeling a pop within the catheter. Upon removal of the farawave device from the patient, it was noted that the guidewire lumen had separated from the tip of the farawave splines, with the tip of the guidewire lumen retracted approximately halfway into the center of the five splines. The procedure was completed without further complications. The device is not expected to be returned.